Event description:
Customer reported unexpected negative antibody screen on the echo. A patient sample had a previous history of anti-e and a new anti-c was identified in tube. No transfusion reactions were reported due to this event.

Manufacturer narrative:
Reactivity of the c and e antigens was confirmed on retention crrid, lot id105 and crrs(3), lot r031, used by the customer at the time of the event. Customer does not have product or samples to return. It is not possible to rule out the sample as a cause of the event.